Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The lot number of the reagent pack used during this event was not provided; therefore the expiration date and the device manufacturer date of the reagent pack cannot be determined. The access accutni+3 reagent was not returned for evaluation. An assignable cause of the non-reproducible elevated access accutni+3 result is unknown and cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result generated on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) for a patient sample. An elevated access accutni+3 result of 0.36 was generated for the patient. A serial draw was collected from the patient and an access accutni+3 result of <0.03 was generated. The original and the subsequent samples were repeated with results of <0.03. Note: units of measurements were not provided for the access accutni+3 results. The access accutni+3 results were reported outside of the laboratory and were questioned by the physician. The patient was admitted. There was no report of additional change or impact to patient care or treatment in association with this event. The customer declined to provide calibrations, quality controls (qcs), system checks and patient data. The customer stated that there were no issues with system performance and all calibrations and qcs were recovering within expected parameters. Patient sample handling/processing and centrifugation time/speed were not provided for the investigation.